Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported 'system error 320.' The device was found out of specification in relation to the reported system error 320 alarms which were reproduced during evaluation. The reported symptom 'system error 320 ' was confirmed through the event history log and found to be caused by a depressed upper latch switch which was therefore the failing component. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The biomedical engineer reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.